Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge would not completely slide onto the pump. A new cartridge would be loaded and insulin delivery would be resumed. The customer's blood glucose level was 131 mg/dl.